Event description:
As reported, the coil stuck inside the micro-catheter after deployment. When retracted, a piece of the coil or pusher wire remained inside the catheter. A snare device was used to remove the small piece that was hanging free inside the catheter. Patient outcome was reported successful, stable condition.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. The instructions for use (IFU) identifies premature coil or pusher detachment as potential complications associated with use of the device.

Manufacturer narrative:
Items returned for evaluation: implant. Items not returned for evaluation: pusher. Introducer. Shrink lock. Dispenser hoop. Catheter. V-grip. Only the implant was returned for evaluation. Upon inspection, the implant was found to be stretched at the proximal section and separated from the pusher. Further inspection found the implant monofilament broken at the proximal tie knot, which indicates the device experienced a tensile break. The investigation of the returned coil system found the implant stretched at the proximal section and separated from the pusher. The pusher was not returned for evaluation. Further inspection found that the implant monofilament showed a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the stretching of the implant, but it is consistent with the device experiencing retraction forces over specification. The catheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
See h10.